Event description:
It was reported that the patient's right ventricular (rv) lead had perforated through the apex. The rv lead also failed to capture and had low amplitude r-waves. The rv lead was explanted and successfully replaced. The patient was stable.